Event description:
Complainant alleged that during biomed testing the device powered up on its own and the display was distorted. Complainant indicated that there was no patient involvement in the reported malfunction.